Event description:
Customer reported that he was hospitalized with high blood glucose levels. Prior to hospitalization customer had an infection and high blood glucose. Explained to customer the rule of changing the infusion set after two consecutive high blood sugar readings. Customer does not think that his high blood glucose was pump related.